Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was vomiting, and her blood glucose read high on the glucose meter. The husband declined troubleshooting and requested a replacement insulin pump. He stated that the cannula was bent, and the insulin pump never gave a no delivery alarm. Advised that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.